Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level subsequently increased to 522 mg/dl. The customer took corrective action by administering a correction bolus via the pump to address bg. The customer changed the pump supplies as necessary and resumed insulin therapy.